Event description:
The customer called to lear how to use her new meter. While running normal control tests, the customer received normal control readings of 165 and 191 mg/dl. The range is 87-121 mg/dl. The customer did not allege any adverse events as she had not yet taken a blood test. The strips are to be returned for evaluation, and a replacement bottle of sample strips will be sent to the customer.